Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 in the aux was failed. A field service engineer inspected and took drawer out and cleaned out foil form moab and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on bus. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.